Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75mm xxl balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres, the balloon ruptured. No patient complications were reported. It was further reported that the target lesion was located in the iliac vein. The device was inflated twice at 2 atmospheres, but the balloon ruptured. It was completely removed all together and the procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Used (B)(6) 2019 as event date as the exact date was not provided.

Manufacturer narrative:
Used (B)(6) 2019 as event date as the exact date was not provided.

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75mm xxl balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres, the balloon ruptured. No patient complications were reported.